Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported tha the patient was diagnosed with a driveline (bacterial) infection. The infection was treated with drug and surgical therapy. It was noted that the cause of the infection was unknown.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.